Event description:
The report received from the affiliate states that during treatment of a calcified left superficial femoral artery (sfa) the smart control ((B)(4)/ lot 15183599) stent was deployed, but jumping occurred. No additional information is available.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During treatment of a calcified left superficial femoral artery (sfa) the smart control stent jumped forward during deployment. No additional information is available from the account. Analysis of the returned device showed that the shaft was cracked/fractured. One non-sterile pkg assy 9x060 smart vas 80cm was received coiled inside a plastic bag. Locking pin and stent were not received. One kink was detected at 7.5 from distal end on inner shaft. The shaft was found torn at 12.5 cm from proximal end. Blood residues could be observed. No other discrepancies were found. Usable length was measured and was found within specification. Since stent was not received functional test has not performed; however the deployment process was performed without the stent, started during initial rotation and no resistance was found. Analysis showed that the body external surface presented evidence of elongation and scratching at the surroundings of the separation. The fracture surfaces for the braid wire showed evidence of twisting and wall reduction. Stretching/ pulling and/ or twisting could have been related to these separation characteristics; however this could not be conclusively determined. The exact cause of the body separation could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The causes, of 'kink' and 'outer body torn' conditions could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issues. Handling and procedural factors could be contributed to this condition. The failure reported 'deployment difficulty-inaccurate placement' by the customer was not confirmed since no anomalies were found during the deployment process. The failure does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging process to detect these kinds of issues. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, 'if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.' It is unknown if, as the IFU advises, the user advanced the stent delivery system past the lesion site and then pulled back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. The IFU also states to verify that the delivery system's radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion, to ensure that the introducer sheath does not move during deployment and remove the locking pin from handle. Then, initiate one-handed stent deployment by rotating the tuning dial with thumb and index fingers in a clockwise direction (direction of arrow) while holding the handle in a fixed position. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event. However, in this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling.